Event description:
It was reported by the customer that a pyxis anesthesia system drawer failed. The customer reported that users were unable to remove the nitroglycerin bottle medications. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer failed due to rail. A field service engineer adjusted the rails to resolve the issue. The system functioned as intended after the field service engineer serviced the device.